Manufacturer narrative:
Operator of device and if the initial reporter also sent report to FDA are unknown. A manufacturing device history record (DHR)review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Device was in for repair for force sensor test error". During the investigation process, investigator found the device was out of calibration and readings were also out of manufacturing specification. Technician performed calibration and pm. The product was received in good condition with no appearance of any physical damage. The reported issue was able to be duplicated. The root cause was unknown, however replaced the force sensor and plunger cable as preventative measure.

Event description:
It was reported the device displayed the force sensor test and the plunger reading was wrong. No patient injury or involvement reported.